Event description:
I had essure placed in my tubes in 2011. Things seemed fine for a while then I began to get heart palpitation, sweats, worsening migraines, gained 15+ pounds, breast tenderness, light headed, sharp pain in my lower stomach, pains down my arm, horrible periods, fatigue, breast pain. In 2018 I placed my ear and got a terrible infection (diagnosis through dr) and found that I was allergic to surgical steel. FDA safety report ID# (B)(4).